Event description:
It was reported that the customer received recurring no delivery alarms whether he was connected or not to the insulin pump. His blood glucose level was 488 mg/dl. While troubleshooting the customer received another no delivery alarm. The product was returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2015-12315 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.